Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device unexpectedly rebooted while in use. The user immediately replaced the device. There was no patient injury reported.

Manufacturer narrative:
For the investigation the log files and the suspected valve air were analyzed. The root cause was a faulty component onboard the pcb way measurement system, which is part of the valve. In case the internal monitoring of the respirator detects a deviation, a warm start is triggered t restore ventilation and an audible alarm is generated. The device will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warmstart, a continuous audible alarm will be activated and the emergency-breathing valve would remain open. Manual ventilation may be considered necessary. With the replacement of the faulty component the reported problem is fixed.

Event description:
Please see initial report.